Event description:
It was reported that this patient received anti-tachycardia pacing (atp) and a shock from the implantable cardioverter defibrillator (ICD). Later, the patient received more shocks and the therapy was exhausted. Technical services (ts) reviewed and found that since the arrythmia did not convert in either episode it was likely supraventricular tachycardia (svt). The last electrogram (egm) showed svt with left branch bundle block (lbbb). First responders treated the patient and brought him into the emergency room (ER). The patient is planning to be seen by cardiology. This ICD remains in service. No additional adverse patient effects were reported.